Event description:
It was reported that the patient was experiencing pain at the ipg site when bending over. It was also noted that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 months ago from date manufacturer was made aware.